Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, a loss of capture at maximum outputs, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965 x2 implantable pacing leads - (B)(6) 2008. (B)(4).